Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of death, hypotension, thrombosis and ventricular tachycardia, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A cine was received and reviewed by an abbott clinical specialist. The reviewer concluded there was a subacute occlusion of the left circumflex (lcx) implant and metallic stent (unclear which was the original culprit) 3 days post implant in a very diffusely diseased lcx vessel with very poor runoff of flow, which may have precipitated the occlusion and inability to restore flow. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure on (B)(6) 2014 was to treat a lesion in the proximal circumflex (cx) artery, with medium to heavy calcification. The patient presented with acute myocardial infarction (ami). After deployment of the 2.5 x 18 mm implant, it was noted that the distal lesion was a bit calcified so a 2.5 x 18 mm xience xpedition drug eluting stent (des) was implanted there. Three days later, while still hospitalized, the patient presented with an infero posterior wall mi and thrombosis was found in both the proximal and distal cx. Using a femoral approach, the guide wire could not cross due to a total occlusion of the abdominal aorta; therefore, the access was changed to radial approach. The thrombosis was aspirated with multiple passes of an aspiration catheter. The patient was started on tirofiban infusion and intra coronary bolus as well as an injection of bivalirudin. Check angiogram still showed timi I flow. A 2.75 x 12 mm non-compliant balloon was then used for dilatation of both the implant and the des, resulting in timi ii flow distally. Pharmacotherapeutics were used to achieve timi iii flow. During this time the patient developed transient ventricular tachycardia which was managed with an injection and electrical cardioversion. Due to persistant heavy thrombus overload, additional aspiration was done, and due to persistant hypotension, lonotropes were started; however, the patient went into cardiac arrest. CPR started and a temporary pacemaker was placed. Final check angio showed timi 0 flow. The patient was transferred to critical care unit and subsequently died. The reported cause of death was due to the thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: .014 balance middleweight (bmw); guide cath: xb 3.5 vista brite; sheath: 5f, 6f. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.